Event description:
Customer reported that on (B)(6) 2015, he tested his blood glucose and received a message "lo" (a reading <20 mg/dl) on the display of his adc blood glucose meter. Customer further reported he "became ill" and was seen by a doctor who advised him that his symptoms were due to "high diabetes" (hyperglycemia). Customer was treated with unspecified intravenous medication and was then discharged from the hospital. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.